Event description:
It was reported that there was difficulty experienced in accessing the pt's center port during a refill. Another attempt to access the port was to be made using ultrasound. No information was provided regarding the type, concentration, or dosage of medication used in the pt's pump. No further details, pt symptoms or outcome were provided. Additional information was requested but not received at the time of this report. A follow-up report will be filed if additional information becomes available.

Manufacturer narrative:
(B)(4).